Manufacturer narrative:
After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify missing segments/partial display due to display anomaly. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay.

Event description:
Customer¿s mother reported via phone call that daughter¿s insulin pump had flashing display. Customer states that no report of pump screen flashing when screen was turned on after being in sleep mode. Inquired what led up to the event. Customer¿s blood glucose was 140mg/dl at time of incident. Customer advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be return for analysis.